Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site, as it was discarded by the customer. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (model pcb00 +20.5 diopter) did not come out of the cartridge properly. Reportedly the lens touched the patient's operative eye. The technician discarded the lens and another pcb00, same diopter, was implanted as a replacement. No incision enlargement, no sutures used and no patient injury was reported. No further information was provided.